Event description:
It was reported that the dexcom g7 sensor experienced bluetooth pairing failure with the ilet, characterized by intermittent communication and a sensor reconnecting message; troubleshooting included toggling between dexcom g6 and g7 and rebooting the ilet, after which pairing was to be allowed time to complete, and blood glucose levels were reported unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with the electrical and magnetic subsystem, specifically the antenna, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.